Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device had intermittent connectivity issues. The internal team verified that the wired outlet in our facility was fine. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device had intermittent connectivity issues. A technical support specialist (tss) dialed into the station and found that the logs showed no connectivity-related errors. The customer replied that maybe replacing the cord would solve the issue. The tss followed up with the customer but received no response. The tss closed the case. The system functioned as intended after the technical support specialist troubleshot the device.